Manufacturer narrative:
Alleged failure: "the customer reports the optic to be blind. When looking through the eyepiece, a clouding of the lens is observed." Probable root cause: as per manufacturer, the malfunction was most likely caused by customer use and/or mishandling. The device was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future re occurrence. For information and warnings related to the proper use and maintenance of this device, please reference and adhere to information presented in the associated product IFU. Manufacture date is not known.

Event description:
It was reported that the image was cloudy. Please note that the procedure was completed successfully using a replacement device.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was cloudy. Please note that the procedure was completed successfully using a replacement device.